Event description:
The patient reported that she experienced elevated blood glucose levels for a few months and felt that her pump was not delivering enough insulin. During the call to animas her blood glucose reading was 366 mg/dl. When she was given insulin injections her blood glucose levels decreased.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.